Event description:
The patient had both a deep brain stimulator and a pacemaker. The pacemaker care link monitoring system was picking up noise since implant of the deep brain stimulator. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.